Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report, imaging showed that the electrode was compressed (ball of wool) in the basal part of the cochlea, which was also confirmed through further testing. Since the position of the electrode array within the cochlea was not correct, it is assumed that the electrode might have been incorrectly positioned during a revision surgery in 2013. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The user reported problems in hearing perception. The sound changed and the loudness was bad. During troubleshooting the maximum comfort levels were increased, after which the user had problems with stimulation of the facial nerve. Therefore the stimulation was changed into triphasic pulses. Temporarily this was an improvement, but not for long. Reportedly, the user underwent a revision-surgery in 2013 for unknown reasons. Despite requested, further information was not received. The user was re-implanted on (B)(4) 2018.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user had hearing problems some months ago. The sound changed and the loudness was bad. During troubleshooting the mcls were increased; the user had problems with stimulation of the facial nerve, therefore the stimulation was changed into triphasic pulses. Temporarily this was an improvement but not for long. It was confirmed that the user had no frequency discrimination for channels 1-7 (every tone was nearly the same). The user was re-implanted on (B)(6) 2018. According to the device explant report, the position of the electrode array within the cochlea was not correct. It was also stated that the device or a malfunction of it did not cause or contribute to the explantation.